Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Analysis of customer's data revealed that two out of five inratio and reference test result comparisons did not meet accuracy criteria. In addition, confidence limits could not be established for one out of five inratio and reference test result comparisons. Generally, inr results exceeding 5.0 have reduced trueness, precision and linearity, both in point-of-care and laboratory based pt testing. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Pt had knee replacement surgery in late (B)(6) and was released from the hosp on (B)(6) 2011. Pt reported that he was given a blood-thinning medication directly after leaving the hosp, but did not know if it was coumadin or a different medication. He began having correlation issues after this time.